Event description:
The customer reported falsely decreased alinity I stat high sensitive troponin-I results generated by the alinity I processing module for three patients. The samples were repeated, and higher results were obtained. The following data were provided: reference ranges: male is 0.000 to 0.034 ng/ml; female is 0.000 to 0.016 ng/ml. Sid (B)(6), (54-year-old female): initial result = 0.012 ng/ml, repeat result = 0.024 ng/ml. Sid (B)(6), (75-year-old male): initial result = 0.025 ng/ml, repeat result = 0.055 ng/ml. Sid (B)(6), (85-year-old male): initial result = 0.032 ng/ml, repeat result = 0.054 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 4z21, with 510k number k202525.